Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the load process multiple times. The customer's blood glucose level ranged from 107-115 mg/dl. Customer reverted to manual injections for insulin therapy.